Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket configuration successfully. Subsequently, a flushing test was performed, and a leak was noted between the luer and flush port. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter experienced flushing difficulties. When connecting the flush port to the catheter, a severe fluid leak was noticed. The flush port appeared to be cracked and glued. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that during preparation, the farawave pulsed field ablation catheter experienced flushing difficulties. When connecting the flush port to the catheter, a severe fluid leak was noticed. The flush port appeared to be cracked and glued. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.